Event description:
It was reported that the right ventricular lead was oversensing t waves post bi-ventricular paces. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.